Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was at the time of incident was 550mg/dl. Customer¿s current blood glucose level is 110mg/dl. They also had blood glucose level such as 400 mg/dl, 300 mg/dl and 225 mg/dl. Customer treated with manual injection. Troubleshooting was declined. The product will not be returned for analysis. Frn mmt-unk.